Event description:
Affiliate reports microsensor placed in subfrontal/subdural area in an air collection subdural post op. Icp fluctuated rapidly in theatre between 2mm-21mmhg. It then settled at 7mm. Twelve hours later icp shot up to 80 for thirty minutes then settled at 17. Codman has requested additional event and pt related info concerning this event.